Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer checked the bulk solution dispensers, meia optics and instrument probes, and was advised to decontaminate the bulk mup and recalibrate the assay. The customer stated a successful recalibration was achieved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.